Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based on the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The field engineer tested the system and cleared the error and the needle found no issue with the system. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on march 10th, that a brevera procedure was performed and nothing was coming out for the core when they check the drawer only saline was in there and also the system was working intermittently during aspiration. Tech has shut down the unit and waited 2 minutes then boot the unit back up fully, and plugged the device driver back in. Tech did mention device driver appears to not sitting on the unit tightly. The procedure had to be rescheduled due to not being able to get proper suction. No additional information is available.